Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient expired at home. The primary cause of death on the death certificate was noted to be hypertensive atherosclerotic cardiovascular disease and secondary causes were hypertension and diabetes mellitus.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that an autopsy was performed. Autopsy examination demonstrated severe chronic cardiovascular disease with complete occlusion of native coronary arteries and coronary artery bypass graft. Mild to moderate aortic atherosclerosis with evidence of congestive cardiomyopathy which included reticular fibrosis of myocardium, patchy and diffuse endocardial fibrosis and four chamber dilatation of heart was also noted. The subject was also noted to have significant chronic liver (acute hepatic congestion and chronic hepatitis with hepatic fibrosis), lung (chronic pulmonary congestion, pulmonary emphysema, and kidney disease (mild to moderate glomerulosclerosis). No evidence of recent injuries were noted.

Event description:
Same case as MDR ID: 2134265-2014-04520, 2134265-2014-04522. (B)(4) clinical trial. It was reported that post a coronary artery stenting treatment procedure the patient expired. The index procedure in (B)(6) 2010 treated one target lesion. Target lesion one was an ostial lesion of the lmca (left main coronary artery) with 99% stenosis and measuring 3x10mm. Target lesion one was treated with predilation, placement of a 3.0x12mm taxus liberte stent and post dilation resulting in less than 5% residual stenosis. In (B)(6) 2011, a 3.5x28mm ion stent was placed in the 75-80% proximal stenosis of svg (saphenous vein graft) to the first diagonal. In (B)(6) 2012, a 3.0x32mm promus element plus stent was placed in a proximal occlusion of the ion stent in the svg to the first diagonal. In (B)(6) 2014, the patient expired due to an unknown cause.